Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is not available for analysis at this time, therefore no further evaluation can be performed at this time.

Event description:
The customer reported while using the vela ventilator; the unit displays a ventilator inoperable and motor fault alarm. The customer performed troubleshooting, but the issue was not resolved. The customer reported the turbine differential transducer fails calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.